Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 574 mg/dl. Customer attempted to self treat elevated bg with a correction bolus. Reportedly the customer experienced atrial fibrillation and an eye injury. While hospitalized customer was treated with intravenous fluids. The customer alleged that the pump was not delivering boluses however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer declined to provide any more details of the event.